Manufacturer narrative:
Analysis found on blade- analysis determined the returned blade was recognized when connected to a known good system but would not track displaying only red status. A check of the em interface showed that all three coils were dead. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a functional endoscopic sinus procedure. It was reported that there were issues getting the quadcut blade to track. There was success after opening another blade. There was no delay and there was no reported harm to the patient present.